Manufacturer narrative:
Concomitant product: product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
The company representative (rep) reported that the device was implanted due to parkinson¿s disease. On (B)(6) 2015, the patient felt stabbing pain behind ears. The doctor checked loop and high resistance was noticed, 19 ,000 ohms. The doctor determined the stabbing pain behind ears was due to the extension wire. The doctor found the wire was fractured by "imageological" examination. The cause of the high resistance was the fracture. The patient has not fallen down. It was noted that no reprogram report could be provided. A replacement was performed. The surgery was successful and the patient was well now. The parameter of wire was normal after the surgery. It was noted that the wire will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.